Event description:
It was reported that the pt could not feel stimulation. He stated that he started having problems with it on (B)(6) 2010. He said "the current was coming" and going and now he was not getting any stimulation. It was noted the pt had not fallen or had an accident. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).